Event description:
It was reported that the right ventricular (rv) lead dislodged soon after implant. The rv lead was repositioned, but dislodged again. There was also a drop in rv lead sensing and an increase in rv lead threshold. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/love mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/love mechanism.